Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly administered 9 units of humulin r after testing 26 mmol/l on the compact plus system. Customer was found unconscious the following day (timeframe between insulin administration and incident is not known). An ambulance was called, and customer tested 1.2 mmol/l and 1.6 mmol/l on professional device. Customer then tested 18.0 mmol/l on the compact plus system. Customer was taken to the hospital and received unspecified treatment for hypoglycemia. He was released the same day after testing 9.0 mmol/l on professional device. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly administered 9 units of humulin r after testing 26 mmol/l on the compact plus system. Customer was found unconscious the following day (timeframe between insulin administration and incident is not known). An ambulance was called, and customer tested 1.2 mmol/l and 1.6 mmol/l on professional device. Customer then tested 18.0 mmol/l on the compact plus system. Customer was taken to the hospital and received unspecified treatment for hypoglycemia. He was released the same day after testing 9.0 mmol/l on professional device. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).